Manufacturer narrative:
Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follow for the impella cp with smartassist system: section: general patient care considerations - ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer-¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events- ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported that following impella cp implant, a hematoma developed, and oozing was noted around the sheath. Manual pressure was held in an attempt to manage the condition, but the hematoma continued to grow, and the decision was ultimately made to explant the pump which was completed in the intensive care unit. However, the patient was taken back to the catheterization lab for investigation of the femoral access where the physician went up and over to image the right femoral artery. A balloon was inflated in the right iliac and dry closure was completed to the access site with perclose. Post this intervention, the access site was noted clean, dry, no bleeding or hematoma.

Manufacturer narrative:
E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. The impella device was not returned, and the investigation has been completed. The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. The device history review was completed and the device passed all post sterile inspection checks.